Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin lesion excision and vaginal discharge. Concomitant products included fluorometholone (flucason) since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2014 and metronidazole since (B)(6) 2014. In 2010, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain right pelvic"), abdominal pain ("pain abdomen") and back pain ("pain back"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, metrorrhagia, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: essure confirmation test(s) conducted result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and mr received ¿ case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: abnormal bleeding (vaginal, menorrhagia), metrorrhagia, abnormal bleeding (general), dysmenorrhea (cramping), pain right pelvic, pain abdomen and pain back were added. Product indication were added. Patient date of birth and height were added. New reporter was added. Medical history, lab data and concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain right pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included skin lesion excision and offensive vaginal discharge. Concomitant products included fluorometholone (flucason) since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2014 and metronidazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdomin") and back pain ("pain back"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal w/discharge") and vaginal discharge ("vaginal discharge"), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (endometrial ablation and hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, genital bleeding, metrorrhagia and psych injury. As per current follow up type of removal surgery reported as hysterectomy (full) but it was also reported that device was not removed and device removal surgery was not planned or scheduled. Discrepancy noted: previously reported essure confirmation test conducted now reporting as plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) -not specified, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received. Events: infection (bladder/ urinary tract/vaginal) type: vaginal w/discharge, vaginal discharge and plaintiff did not undergo essure confirmation test added. Event psychological injuries was updated to psychological or psychiatric problems condition: depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain right pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin lesion excision and offensive vaginal discharge. Concomitant products included fluorometholone (flucason) since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2014 and metronidazole since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain abdomin") and back pain ("pain back"). On an unknown date, the patient experienced psychological trauma ("psychological injuries"). The patient was treated with surgery (endometrial ablation and hysterectomy (full)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, metrorrhagia, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for - dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, genital bleeding, metrorrhagia and psych injury. As per current follow up type of removal surgery reported as hysterectomy (full) but it was also reported that device was not removed and device removal surgery was not planned or scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) -not specified. Result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received- new event psych injury was added. Date of birth was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.